Event description:
Pt experienced an edema and redness of the upper lip allegedly about 6 weeks after the hydrelle injection. Pt was treated with keflex (500mg). The event was resolved in about one week.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot. The use hydrelle in lips is not indicated in the product labeling.